Event description:
It was reported that three successive intraoperative diagnostic tests resulted in high lead impedance warnings, prompting the surgeon to use a different lead. Good faith attempt for product return and additional information are in progress.